Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was experiencing high blood glucose. Blood glucose value was over 500 mg/dl. Current blood glucose value was 202 mg/dl. No symptoms for high blood glucose was seen. Customer treated high blood glucose with insulin pen. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.